Event description:
Customer reported the panorama central station's display will not power on, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep installed a loaner display, while the customer's display is being returned to the company's repair center.